Event description:
It was reported that during third chemotherapy cycle groshong PICC catheter got broken inside vein and the piece moved to patients heart and patient got serious cardiac arrythmia, admitted to ICU and planned cardiac intervention at cath lab. Patient status/intervention: patient admitted to cathlab and ICU for intervention of broken catheter. Additional information received (B)(6) 2022: patient is now safe and moved to cardiac ICU after the successful intervention procedure by ir team. They recovered the broken catheter from right atrium.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The catheter was found to terminate just proximal to the 54 cm depth marker. Two points with slight indentations and tensile weakness were observed in the catheter near the 51 cm and 52 cm depth markers. The ink of the depth markers was observed to be worn and faded at the locations of the slight indentations. A microscopic observation revealed striations on the surface of the proximal end of the catheter, which was found to be mostly flat and smooth. Some damage was observed on the surface of the catheter at the location of the slight indentations and some evidence of kinking was observed on the most proximal of the two indentations. The striations observed on the proximal end of the catheter returned for evaluation indicate the catheter was cut with a sharp instrument at some point in time. However, it is unclear from the returned sample if the catheter was cut while in use in the patient or if the catheter became detached from the connector while in use, with the catheter being cut when trimmed during the placement procedure. Because insufficient evidence was found on the returned sample to confirm the alleged event or determine the root cause(s), this complaint is inconclusive at this time.

Event description:
It was reported that during third chemotherapy cycle groshong PICC catheter got broken inside vein and the piece moved to patients heart and patient got serious cardiac arrythmia, admitted to ICU and planned cardiac intervention at cath lab. Patient status/intervention: patient admitted to cathlab and ICU for intervention of breaked catheter. Additional information received 14-feb-2022: patient is now safe and moved to cardiac ICU after the successful intervention procedure by ir team. They recovered the broken catheter from right atrium.